Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/02/2014-device evaluation:the insulin pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verifying screen with the appropriate audio and vibration alerts. Little improvement was observed with the contrast reset to the maximum setting.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim. In a follow up call, reporter stated that issue was not resolved with contrast reset to maximum and that the battery compartment was not cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.